Manufacturer narrative:
The unit was unable to download to carelink pro, the problem was isolated to the motherboard. The unit had a minor scratched lcd window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report that carelink would not link to his insulin pump. The customer's blood glucose reading was unknown. The customer's device was replaced, and customer was informed to return his device when possible.